Event description:
Two patient samples with discrepant results for troponin t and ckmb. Initial troponin t gave 0.114 ng/ml; repeated twice giving < 0.010 ng/ml each time. Erroneous results were not reported. The field service representative determine the cause of the discrepant results to be due to an air/fluid leak and re-connected tubing and pressure checked the system. Performance tests were performed.

Event description:
Two patient samples with discrepant results for troponin t and ckmb. Initial troponin t gave 0.016 ng/ml; repeat gave <0.010 ng/ml. Initial ckbm gave 5.63 ng/ml; repeated twice giving 3.70 and 3.79 ng/ml respectively. Erroneous results were not reported. The field service representative determine the cause of the discrepant results to be due to an air/fluid leak and re-connected tubing and pressure checked the system. Performance tests were performed.